Event description:
Primary was done in 2006. Revision of a cementless lcs. Reason for revision was due to pcl ligament rupture. The tibial tray and femoral component were retained as they were well fixed. The tibial poly was removed and a thicker poly was then implanted. This was because as the pcl had ruptured, the joint was then loose in flexion. The poly on the patella was removed and a new one was implanted as there was wear on the superior aspect of the implant. The metal backed component was retained. The femoral component was a bit scratched. This was because as the pcl had ruptured, the femoral component wasn¿t articulating on the tibial insert as it should have. The surgeon agreed that exchanging the poly would still be a better result for the patient that explanting the components as they were well fixed. Case went well. Doi: (B)(6) 2006; dor: (B)(6) 2022 unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.